Event description:
On (B)(6) 2024, a distributor in china advised a patient (pt) experienced pain and redness (affected eye unknown) the first time wearing 1-day acuvue® define¿ with lacreon® brand contact lenses (cls) on (B)(6) 2024. Upon removal of the suspect cl, the ¿issues still persist.¿ no additional information was provided. On 09oct2024, the pt provided additional information. The pt visited a doctor (date not provided) and was diagnosed with ¿corneal ulcer¿ in both eyes (ou). The pt was prescribed daptomycin, erythromycin eye ointment, levofloxacin, sodium hyaluronate eye drops and erythromycin pill. The pt reported the frequencies for using the medication prescribed as 3 to 5 times daily. The eye conditions are better, but redness persists. The pt will send the medical report for evaluation. On 11oct2024, the translated medical report was received. Date of visit: (B)(6) 2024. Clinical diagnosis: bacterial conjunctivitis. Treatment: erythromycin ointment every night, tobramycin eye drops apply three times daily (tid), levofloxacin eye drops apply twice daily (bid), sodium hyaluronate eye drops apply once at night, cephalosporin/erythromycin once daily. The pt¿s reported ou corneal ulcer diagnosis was not confirmed with the treating doctor/medical record. The ou bacterial conjunctivitis diagnosis was determined to be a serious adverse event on 11oct2024 on receipt of the medical report. On (B)(6) 2024, the pt refused further communication. No additional information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4161750106 was produced under normal conditions. It is unknown if the right eye (od) suspect product is available for return for evaluation. No additional evaluation can be conducted. This report is for the pt's od event. The pt's left eye (os) event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed if applicable.